Event description:
It was reported that a user observed a blood glucose value of 199 mg/dl without symptoms after eating and intended to announce a meal, but no meal announcement was recorded by the ilet system, consistent with a missed meal announcement and a user procedure error; the device involved was the ilet with relevance to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically a missed meal announcement, with user interface considerations noted. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.